Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg had reached end of life. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2023 where the ipg was replaced with a new one restoring therapy.